Manufacturer narrative:
The device that was intended for use in treatment was not returned for evaluation with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A document review was not performed because the lot number was not provided. A complaint history review found other related failures. Probable cause may be an obstruction or connection issue. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the saline would not pass through the versajet hand piece. No case was involved. The lot # is not recorded.